Event description:
It was reported that when the patient presented to the clinic, oversensing of noise leading to pacing inhibition was observed on the right ventricular (rv) lead. The noise could not be reproduced. An rv lead fracture was noted. The rv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of lead fracture and oversensing noise were confirmed. As received, a complete lead was returned for analysis. Visual examination noted rib clavicle crush damage in the middle region of the lead. The outer insulation and inner insulation were breached and separated, with all filars fractured due to clavicle crush forces. The cause of the reported events was isolated to the abraded outer insulation and inner insulation exposing the outer and inner coils, consistent with clavicle crush force.